Manufacturer narrative:
The manufacturer did not receive devices for review. One picture of a x-ray was received. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a revitan dist. Curved 20/260 on (B)(6) 2008 on the right side. The patient underwent a revision surgery on (B)(6) 2016 due to a breakage of the cone. According to the patient there was no fall.

Event description:
Surgical reports received which indicate that patient experienced a series of medical interventions such as a repeated dislocation, and treatment of hematoma before revitan finally fractured and was revised.

Manufacturer narrative:
D11 - medical product: revitan prox. Cylindrical 55; catalog no#: 0100402055; lot#: 2428687. Cocr head, xl,36/+8, taper 12/14; catalog no#: 0101012368; lot#: 2461475. Original m.e. Muller, ring, 58; catalog no#: 975849; lot#: 2399864. Durasul, low profile cup, cemented, 54/36; catalog no#: 0595001053; lot#: 2457052. Additional information which was received on nov 13, 2019. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received surgical report and other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Please refer to report 9613350-2016-00263.

Manufacturer narrative:
This follow-up report is being filled to update investigation result. Review of received data: 2.1 surgical notes, 2.1.1 complications report of revitan study case 002, the report contains a table that lists the surgical complications occurred after the implantation of a revitan stem on 07 may 2008. Each of these complications is described in their corresponding surgical report in the sections below. 2.1..2 implantation report of (B)(6) 2008: indication: periprosthetic femoral fracture with loosening of the cemented femoral stem and corresponding osteolysis. State after already one revision in 2005. Procedure: the hip joint is opened using a lateral transgluteal approach. After exposure of the fracture area the cemented hip prosthesis and the remaining cement are removed. The entire medullary canal is curetted and the granulation tissue removed. The distal fragment is secured with 3 cerclages and rasping to fit a revitan stem is performed. A stem of diameter 16/200 can be inserted. Additional distal locking with a screw is made using image intensifier. Subsequently, a 55 mm proximal stem part is implanted. The trial reduction using a xl head shows a very stable articulation. Finally, all fragments are placed and secured with cerclages. The x-ray check shows a good range of motion without dislocation tendency and stable bone fragment adaptation. The wound is closed and redon drainages are inserted. 2.1.3 discharge report of (B)(6) 2008: the patient was hospitalized between (B)(6) 2008 due to a periprosthetic fracture of the right femur. The report does not contain relevant information in addition to the surgical report of (B)(6) 2008. 2.1.4 surgical report of (B)(6) 2008: indication: there is an indication to reduce a posteriorly dislocated right thp. The dislocation occurred when sitting on a park bench. In the first instance, an attempt is made to perform a closed reduction of the prosthesis, which is not successful. Thus, the indication for an open reduction is given. Procedure: the hip is opened using the previous incision and considerable fresh hematoma drains. The bone fragments of the trochanter major, previously fixed proximally with a titanium cerclage, lie loose in the soft tissue. The cerclage had slipped onto the prosthesis neck and is loose. The cerclage is removed. The femoral head lying in the gluteal muscles is exposed and reduced. There is considerable tension of the soft tissue with the xl prosthesis head. After reduction of the femoral head there is a tight position of the femoral head in the cup. The cup has sufficient antetorsion which should prevent a renewed posterior dislocation. A dorsal dislocation cannot occur up to 80° flexion. A bony part with attached gluteal muscles is re-fixed to the still standing laterodorsal proximal femur. Redon drainages are placed and the wound is closed. 2.1.5 surgical report of (B)(6) 2008: general remarks: the indication for surgery is given by an increasing neurological deficit. An extended hematoma was detected. Procedure: the hip joint is opened using the old scar. An extended hematoma is visible ventrally as well as craniodorsally reaching far into the gluteal muscles. The hematoma is removed by hand. Jet lavage is performed and upon inspection of the site small bleeding sources can be found and coagulated. A cerclage got partially loose and stands in the soft tissue. This cerclage is removed. Image intensifier check shows that the position of the stem is correct; proximally the bone fragments are in good contact with the stem. A septocoll fleece is placed in the area of the former cerclage and the wound is closed. 2.1.6 discharge report of (B)(6) 2008: the patient was hospitalized between (B)(6) 2008. The report does not contain relevant information in addition to the surgical reports of (B)(6) 2008. 2.1.7 surgical report of (B)(6) 2008: indication: there is an indication for an open reduction of the posterior dislocated thp after frustrated attempts to perform a closed reduction. Procedure: the hip is opened and the dislocated free stem of the prosthesis exposes. Already during the last surgical procedure the trochanter major had not been re-fixed. The latter is dislocated cranially. The prosthesis is dislocated posteriorly between the gluteal muscles and the tip of the trochanter. It is exposed and the femoral head is reduced into the cup. Due to pronounced scarring changes in the area of the upwards displaced trochanter major and the gluteal muscles the placement of an anti-dislocation ring would only be possible after considerable exposure of the site. This does not seem to be justified in view of the emergency situation and is therefore not carried out. The palpation of the posterior rim of the cup shows that this has already considerable alterations. It is recommended to perform a planned revision of the cup. 2.1.8 discharge report of (B)(6) 2008: the patient was hospitalized (B)(6) 2008. The report does not contain relevant information in addition to the surgical report of (B)(6) 2008. 2.1.9 surgical report of (B)(6) 2008: indication: the surgery is indicated due to recurrent dislocations of the thp and because there were already two open reductions performed as a result of not successful closed reductions. The patient was treated with an anti-dislocation orthosis and was readmitted in the hospital due to a non-reducible dislocation. According to the pre-operative planning there is a relatively low anteversion of the cup which is why recurrent posterior dislocation occurs. Procedure: skin incision is made in the area of the old scar and the hip joint is accessed. Ossifications can be removed in the area of the gluteus medius and considerable scar tissue is found. After exposure of the cup and the dislocated stem a reduction is relatively difficult due to the massive scarring. There is a deformation of the posterior part of the polyethylene insert in the sense of a dislocation channel as an indication for the recurrent dislocations. A mobility test showed that posterior dislocation occurs at 90° hip flexion and about 20° internal rotation. The relatively low anteversion of the cup, which was already diagnosed on the preoperative images, is confirmed. In addition, the stem has only a very slight anteversion of the modular proximal part (approximately 5°). In combination with the existing insert damage (the dislocation channel) this anteversion is not sufficient. It is decided to reposition the cup and increase the femoral antetorsion. First all the granulation tissue is removed and the reinforcement ring is freed. The cement and the insert respectively, the screws and the cup are removed. The acetabulum is curetted. The bone bed is prepared so that a new reinforcement ring size 58 can be anchored firmly and a polyethylene insert is cemented. Here a durasul insert with an inner diameter of 36 mm is chosen and placed in a significantly increased anteversion (approximately 25°) and neutral inclination of 45°. After hardening of the cement, the taper connection of the stem is dismantled. The antetorsion is increased by turning the proximal part of the stem by about 10°, resulting in an anteversion of 15°. The taper connection is fixed and a trial reduction with an xl head is made. It can be seen that there is a stable joint situation for flexion and internal rotation as well as for extension and external rotation. Multiple wound irrigation is performed and an xl head is placed. The wound is closed and redon drainages are placed. 2.1.10 discharge report of (B)(6) 2008: the patient was hospitalized between (B)(6) 2008. The report does not contain relevant information in addition to the surgical report of (B)(6) 2008. 2.1.11 revision report of (B)(6) 2016: indication: fracture of the revitan stem in the area of the connection pin. The distal portion is fixed, therefore osteotomy and windowing of the femur as well as prophylactic plate osteosynthesis, if necessary, is indicated and discussed with the patient. Procedure: skin incision is made over the trochanter major. The neocapsule is gradually excised and some periarticular ossifications are removed. The implants are exposed. The thp is dislocated and the proximal stem part is removed. There is no metallosis, no macroscopic signs of infection. There is complete gluteal muscle disinsertion and considering the history of dislocations there is an indication for revision of the cup to a dual mobility system. The cup is exposed and careful drilling and chiseling of the polyethylene insert is performed. The insert and the bone cement are then removed. The shell is firmly fixed and left in place. A polarcup size 55 mm is cemented in the correct inclination and anteversion. The femur is then gradually exposed by detaching the vastus lateralis from the linea aspera. Gradual and laborious removal of the cerclage bands, which are overgrown by bone, is performed. The distal locking screw is removed. A longitudinal lateral osteotomy of the femur along the entire length of the implant is made. Even after this, despite careful spreading of the osteotomy from proximal, removal of the stem is not possible. Therefore, a femoral bone window is placed distal to the stem¿s tip. By hitting the stem from the distal side, the removal is now successful. The next steps of the surgical report describe the procedure to implant a new revitan stem, distal component size 20/260 and proximal component size 75 mm. A cocr head 28 mm xl is placed and the prosthesis is reduced. Because of the risk of fracture due to the femoral bone window a ncb plate is implanted and fixed with six 4.0 mm screws. 2.1.12 patient transfer letter: the letter does not contain relevant information in addition to the surgical report of 08 feb 2016. Conclusion: the revitan stem was implanted on (B)(6) 2008 after a periprosthetic femur fracture with loosening of the cemented stem implanted in 2005 and corresponding osteolysis. During the implantation of the revitan stem, all bone fragments were reduced and secured with cerclages. An x-ray check showed a good range of motion without dislocation tendency and a stable bone fragments adaptation. After the implantation of the revitan stem four revision surgeries had to be performed due to recurrent dislocation. During the first revision, (B)(6) 2008, it was observed that the bone fragments of the trochanter major, previously fixed proximally with a titanium cerclage, lie loose in the soft tissue. The cerclage was removed. During the second revision, on (B)(6) 2008, another cerclage was found partially loose and was removed. An image intensifier check was made. It showed a correct position of the stem and proximally the bone fragments in good contact with the stem. During the third revision, (B)(6) 2008, it was noticed that the trochanter major (which was not re-fixed in the last surgery) was dislocated cranially. In the corresponding surgical report there is no indication that the trochanter major was re-fixed. A planned fourth revision, (B)(6) 2008, was performed to revise the cup and implant a new one with a significantly increased anteversion. Further, the taper connection of the stem was dismantled and the stem antetorsion was increased by about 10°. On (B)(6) 2016, after 7 years and 9 months in vivo, the revitan stem was revised because of its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin some millimeters below the proximal end of the distal part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. On the undated x-ray at hand, which was probably taken before revision surgery, cerclages were seen only around the distal part of the stem. There are no cerclages around the proximal part of the stem and the trochanter major is not visible. This corresponds to the situation summarized above with removal of cerclages around the trochanter major and lack of re-fixation of the trochanter major and its dislocation to cranial. During the second revision on (B)(6) 2008 a good contact of the bone fragments in the proximal area of the stem is described intraoperatively. However, as the complete x-ray follow-up is not at hand, it cannot be assessed how the bony situation in the area of the proximal part of the stem subsequently developed over time in vivo. Based on the above described findings it can only be hypothesized that the revitan stem did not have sufficient proximal bone support over time in vivo. This in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that revitan stem is broken without any falling after 7 years 9 months in-vivo time. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all proximal revitan components are compatible with all distal ones. Root cause analysis: root cause determination using: metal debris, breakage of insert / neck of stem, dislocation or luxation, osteolysis / metallosis due to notching due to impingement between cup and stem neck => possible: the device was not returned for the investigation, therefore cannot be excluded. Migration and/or loosening of implant. Stem breakage due to missing prox. Bone support and heavy and active patient due to surgeon unfamiliar with the correct indications and contraindications => possible: the implantation surgery report and the x-rays after the implantation were not received, therefore cannot be excluded. Impingement with cup leading to metal debris, breakage of insert / neck of stem,dislocation or luxation, osteolysis / metallosis due to wrong positioning of the components, wrong antetorsion chosen => possible: the implantation surgery report and the x-rays : failure of connection between taper and ball head, breakage of stem, dislocation due to wrong selection of ball heads due to unknown compatibility list => possible: list of product implanted is unknown. Cannot be excluded. Metal debris, breakage of insert / neck of stem, dislocation or luxation, osteolysis / metallosis due to inappropriate design concerning range of motion leading to impingement of components => not possible: according to the complaint summary an adverse trend due to inadequate mechanical properties would have been detected. Conclusion summary no surgical reports, x-rays after the implantation were received. Received undated x-ray has a bad quality to comment on any possible root causes. However, the steep inclination angle could have led to the failure. Nevertheless, the femoral head and the cup are also not known in terms of product details. Therefore it is not possible to further analyse the failure. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The hip prosthesis was revised after 7 years and 9 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the nonblasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. From the bone ongrowth seen on the revised parts, it is assumed that the distal part was well fixed while the proximal part shows polished areas which could probably point to some loosening. It stays unknown if the polishing occurred before or after the fracture. There is only one low-quality x-ray at hand which seems to be taken before the revision surgery. It shows that the proximal part of the stem is tipped medially. On the lateral side of the proximal part and partially distal part the bone seems much thinner as compared with the bone on the medial side. The trochanter major is not visible and the bone structure of the femur seems to be inhomogeneous. This could indicate a situation with suboptimal proximal bone support. If this bone support was missing either directly from the beginning or developed already a longer time before the fracture, this probably could have contributed to the fracture. As there is no clinical information available (e.g. Patient medical history, surgical reports or x-ray follow-up for instance to assess bone changes over time) further background of this case remains unknown. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).